Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The usm was tested on the in-house system and it triggered error code: 319 on the access controller, carriage (acc). The rolling loop fiber cable was swapped with a test one and system did not trigger any errors. The original rolling loop fiber cable was replaced and error code: 319 came back. As a fix, the rolling loop harness was replaced.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed an error 319, pointing to the system's universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer restart the system with emergency power off (epo); but, the issue persisted. Thus, the tse advised the customer to disable the usm and proceed with the procedure using only three (3) usm(s). After disabling, the customer switched the endoscope onto a freed usm. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.